Event description:
Surgeon was using covidien endo gia stapler, 30mm vascular load given and malfunctioned. Item removed from field, placed in original package and red bagged. Vendor made aware. Ref# 030451/ lot# n3e0037lx/ exp date 2018-05.